Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions could not be checked for its specification as there was no lot number provided. Unfortunately also the same applies for the examination of the raw-material testing certificate and the manufacturing paper. The investigation shows no irregularities. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, the screw head sheered off during insertion. The screw was replaced with another screw with no harm to the patient.